Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to tighten the connection, deliver a bolus, and fill a new cartridge as the occlusion alarm recurred. The caller was instructed to replace supplies as needed and resume insulin therapy.